Manufacturer narrative:
Analysis of the pump revealed no anomaly. Corrected information: conclusion code and results code no longer applicable.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot# j11289r08, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) and a consumer via a company representative regarding a patient who was receiving gablofen 2000 mcg/ml; flex dose of 356.2 mcg/day via an implantable pump for intractable spasticity. The date of the event was (B)(6) 2015. It was reported the patient fell about a week prior and experienced a gradual change in loss of therapy. The patient started exhibiting withdrawal symptoms of itching and irritability. The managing physician did a catheter access port (cap) study and was not able to draw back cerebrospinal fluid (csf). The patient went for an exploratory procedure. The surgeon was able to aspirate about 3 ml of csf from the catheter after disconnecting the old pump from the catheter so they left the catheter in place. They were possibly going to replace the catheter but instead replaced the pump on (B)(6) 2015. The dose was changed to simple continuous at 250 mcg/day. The patient recovered without sequela. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.